Event description:
The field service representative (fse) reported that during preventative maintenance (pm) of the device, the battery backup did not work. This system-1 has been sitting in the hallway since it was installed in (B)(6) 2013. Since the event occurred during preventative maintenance, there was no patient involvement.

Manufacturer narrative:
The field service representative (fsr) left the system-1 plugged in an turned on overnight to see if batteries would take a full charge. The fsr returned the following day and the system had charged up overnight. The fsr checked the battery backup and it was functioning normally, the batteries were fully charged. Preventative/corrective maintenance (pm) was completed successfully. The unit operated to manufacturer specifications and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.